Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 3 false positive results were obtained. Testing was repeated and the results were negative. There was no patient impact. (B)(4) the following information was provided by the initial reporter, translated from spanish to english: three false positive results for sars cov2. Two of them give a positive signal, but when re-reading immediately, they give a negative result. ¿ is the customer reporting false positives or false negatives? False positives ¿ did the client interpret the result visually or input it to the instrument to obtain a result? Both ¿ what reference method was used to confirm the result? (Pcr, viral culture, etc) another quick test ¿ how many samples had these discrepant results? (Fp or fn) 3 fp ¿ regarding the patient's symptoms when the test was performed in veritor plus analyzer: ¿ were the patients symptomatic or asymptomatic? We have no information ¿ screening test - did the patient have a known risk contact? We have no information ¿ screening test - was the patient exposed to risk factors and is he currently asymptomatic? We have no information ¿ is the patient asymptomatic, but was the test ordered by the doctor? We have no information ¿ on average, how many samples do you process per week? What is the average positivity rate that they present? 300 tests. We do not have information on the positivity rate. ¿ did this result have any impact on the respective patients? Not

Event description:
It was reported while testing for sars-cov-2 3 false positive results were obtained. Testing was repeated and the results were negative. There was no patient impact. Eua #(B)(4). The following information was provided by the initial reporter, translated from spanish to english: three false positive results for sars cov2. Two of them give a positive signal, but when re-reading immediately, they give a negative result. Is the customer reporting false positives or false negatives? False positives. Did the client interpret the result visually or input it to the instrument to obtain a result?: both. What reference method was used to confirm the result?: (pcr, viral culture, etc) another quick test. How many samples had these discrepant results?: (fp or fn) 3 fp. Regarding the patient's symptoms when the test was performed in veritor plus analyzer: were the patients symptomatic or asymptomatic?: we have no information. Screening test - did the patient have a known risk contact?: we have no information. Screening test - was the patient exposed to risk factors and is he currently asymptomatic?: we have no information. Is the patient asymptomatic, but was the test ordered by the doctor?: we have no information. On average, how many samples do you process per week? What is the average positivity rate that they present? 300 tests. We do not have information on the positivity rate. Did this result have any impact on the respective patients?: not.

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1011614. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided and no relevant issue was found. Retention sample testing was not done because the material was already expired when the complaint was reported. Bd makes no claims on expired products and stability studies have shown the use of expired materials may affect the sensitivity of the assay. Therefore, expired materials will not be tested. A trend was identified for false positive results. Based on the trend, a corrective and preventive action (CAPA) 1878253 was initiated. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.